Event description:
It was reported that the patient's lead was explanted and replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead showed high impedances. Reprogramming was unable to resolve the issue. In turn, the surgical intervention may occur to address the issue.